Event description:
The physician was attempting to use two sprinter legend balloons to treat a calcified lesion in the lcx with diffuse stenosis, however the balloon could not be fully inflated. The balloons were inflated to 6atms. The physician changed to a new device to complete the surgery. There was no patient injury or clinical consequences for the patient. Evaluation summary: hypotube kinked 59.0cm distal to strain relief. Numerous kinked visible on distal shaft and corewire starting 2.0cm distal to the guidewire entry port and extending 11.30cm along the shaft. The presence of blood in the balloon and inflation lumen indicated the presence of a leak. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A short radial tear was visible over the inner shaft marker on the body of the balloon. The tear was jagged and uneven indicating that the balloon material was damaged prior to the rupture. There was damage visible to the balloon material distal to the leak site.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ diffuse stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ diffuse stenosis and calcification. (B)(4).